Event description:
False negative result (s). I bought two. First one did not have the liquid in the tube like needed. Second one I tested negative but ended up going to the hospital and was actually positive for covid. I do not recommend these test.